Event description:
Patient reported right side ¿chronic pain¿, ¿shooting pains¿, ¿muscle weakness¿, ¿extreme anxiety issues¿, ¿social anxiety¿, ¿I'm concerned when I stretch¿, ¿I think the hormonal issue has something to do with breast implant issues¿, "lots of itching¿, ¿feel an extreme heaviness under these chest muscles like they are slipping¿, ¿can feel them coming in and out under the pectoral muscle when I raise my arms¿, "they very heavy even after all these years¿, ¿they almost feel sticky¿, ¿don't know if it's leaking if my body is rejecting it¿, ¿shortness of breath¿. Patient additionally reported the following events, which are not device-related: "extreme fatigue¿, ¿muscle weakness¿, ¿fibromyalgia¿, "temporary paralysis due to numbness and tingling¿, ¿chronic seizures and chronic tias¿, ¿memory loss¿, ¿confusion¿, ¿extreme depression¿, "joint pain¿, ¿bed ridden for 5 years¿, ¿sleep 18-20 hours a day¿, ¿my immune system it's been terrible¿, ¿extreme dry mouth and dry eye¿, ¿low to no libido¿, ¿migraines with and without aura¿, ¿menorrhagia¿, and ¿I am on my period for years because of that I am severely anemic¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿chronic pain¿, ¿shooting pains¿, ¿muscle weakness¿, ¿extreme anxiety issues¿, ¿social anxiety¿, ¿I'm concerned when I stretch¿, ¿I think the hormonal issue has something to do with breast implant issues¿, "lots of itching¿, ¿feel an extreme heaviness under these chest muscles like they are slipping¿, ¿can feel them coming in and out under the pectoral muscle when I raise my arms¿, "they very heavy even after all these years¿, ¿they almost feel sticky¿, ¿don't know if it's leaking if my body is rejecting it¿, ¿shortness of breath¿. Patient additionally reported the following events, which are not device-related: "extreme fatigue¿, ¿muscle weakness¿, ¿fibromyalgia¿, "temporary paralysis due to numbness and tingling¿, ¿chronic seizures and chronic tias¿, ¿memory loss¿, ¿confusion¿, ¿extreme depression¿, "joint pain¿, ¿bed ridden for 5 years¿, ¿sleep 18-20 hours a day¿, ¿my immune system it's been terrible¿, ¿extreme dry mouth and dry eye¿, ¿low to no libido¿, ¿migraines with and without aura¿, ¿menorrhagia¿, and ¿I am on my period for years because of that I am severely anemic¿. Device remains implanted.